Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. Device evaluated by MFR: other: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a refractive surprise. There was no vitrectomy, incision enlargement, or sutures required. The patient has fully recovered. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 24, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the iol was received in the replacement lens daisy wheel. The suspect iol was received cut in half. The lens was cleaned and visual inspection under magnification was performed. A scratch was found on the lens surface. No further issues were identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section g4: combination product was inadvertently not included; therefore, it is captured in this supplemental report. Additionally, the initial MDR indicated no sutures were required, however, to clarify, the customer did not report if sutures were required or not. The following section has been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.